Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 39.0cm to 39.2cm, 39.3cm to 39.5cm, 39.8cm to 40.0cm , 40.7cm to 40.9cm , 41.3cm to 41.5cm , 41.8cm to 42.1cm, 43.2cm to 43.5cm and 43.6cm to 43.8cm from the distal tip. Outer insulation degradation in multiple locations proximal to the suture sleeve tie impression.